Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during the implant procedure of an intraocular lens (iol) in a preloaded delivery system, the plunger bypassed the lens and the lens was damaged. There was no reported impact to the patient. Additional information was requested.

Manufacturer narrative:
Additional information provided. The customer indicated the use of a non-qualified viscoelastic. The root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for this device. The use of an non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. The manufacturer internal reference number is: (B)(4).